Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter it was difficult to activate. Report 2 of 2. The following was received by the initial reporter: problem information needle will not retract at all or with difficulty when button pressed. No adverse event reported.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3110030. D4. Medical device expiration date: 31jan2026. H4. Device manufacture date: 05may2023. D4. Medical device lot #: 3129615. D4. Medical device expiration date: 30apr2026. H4. Device manufacture date: 11may2023. D4. Medical device lot #: 3145629. D4. Medical device expiration date: 30apr2026. H4. Device manufacture date: 25may2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter it was difficult to activate. Report 2 of 2. The following was received by the initial reporter: problem information needle will not retract at all or with difficulty when button pressed. No adverse event reported.